Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5070093. Product family: dbs-linear leads upn: (B)(4), model: db-2202-45, serial:(B)(4), batch: 5075915. It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was hospitalized due to serious psychiatric issues. The patient was administered sedation and anti-psychotic medications and was involuntarily admitted into psychiatric care for 6 weeks.